Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged hemorrhage is related to activ.a.c.¿ therapy system. The physician assistant could not determine if the bleeding event was related to the activ.a.c.¿ therapy system. The patient was on anticoagulant treatment, and thus, was prone to bleeding and would experience difficulty arresting a hemorrhage. The physician assistant confirmed the patient had a pre-existing infection, and thus determined unrelated to activ.a.c.¿ therapy system. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. ¿ patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: ¿ suturing of the blood vessel (native anastomosis or grafts)/organ. ¿ infection. ¿ trauma. ¿ radiation. ¿ patients without adequate wound hemostasis. ¿ patients who have been administered anticoagulants or platelet aggregation inhibitors. ¿ patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. ¿ protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. ¿ hemostasis, anticoagulants and platelet aggregation inhibitors: patients without adequate wound hemostasis have an increased risk of bleeding, which, if uncontrolled, could be potentially fatal. These patients should be treated and monitored in a care setting deemed appropriate by the treating physician. Caution should be used in treating patients on doses of anticoagulants or platelet aggregation inhibitors thought to increase their risk for bleeding (relative to the type and complexity of the wound.) Consideration should be given to the negative pressure setting and therapy mode used when initiating therapy. ¿ infected blood vessels: infection can erode blood vessels and weaken the vascular wall which may increase susceptibility to vessel damage through abrasion or manipulation. Infected blood vessels are at risk of complications, including bleeding, which, if uncontrolled, could be potentially fatal. Extreme caution should be used when v.a.c. Therapy is applied in close proximity to infected or potentially infected blood vessels. The patient should be closely monitored for bleeding in a care setting deemed appropriate by treating physician.

Event description:
On (B)(6) 2017, the following information was reported to kci by the patient¿s family member: the patient is on antibiotic therapy with blood thinners, and the patient¿s abdominal wound is allegedly leaking frank blood. The patient has blood in the tubing and in the canister with a call placed to emergency services. On (B)(6) 2017, the following information was reported to kci by the physician assistant: on (B)(6) 2017, the patient was admitted to the hospital. The physician observed the patient and performed cauterization in order to allegedly resolve the hemorrhage. A blood transfusion was not required, and the patient will be discharged from the hospital today, (B)(6) 2017. The physician assistant confirmed the patient was on blood thinners, and could not determine if the bleeding event was related to v.a.c.® therapy system. The physician assistant also confirmed the patient had a pre-existing infection. A device evaluation of the activ.a.c.¿ therapy system is currently pending completion.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hemorrhage is related to activ.a.c.¿ therapy system.

Event description:
On nov 07 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On dec 18 2017, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.